Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ser plastipak 10 ml s ls experienced leakage past the stopper and a defective/damaged stopper and a defective/deformed stopper. The following information was provided by the initial reporter: when aspirating the medication, it has passed through the stopper. Information received by email on 05/14/2019: the incident was noticed when they pull the plunger to aspirate the drug. The plunger's stopper is turned around. The customer do not know if the stopper was correctly positioned before the use. There was no exposure of drug to the skin. The drug used is unknown.

Event description:
It was reported that the ser plastipak 10ml s ls experienced leakage past the stopper and a defective/damaged stopper and a defective/deformed stopper. The following information was provided by the initial reporter: when aspirating the medication, it has passed through the stopper. Information received by email on 5/14/2019: the incident was noticed when they pull the plunger to aspirate the drug. The plunger's stopper is turned around. The customer do not know if the stopper was correctly positioned before the use. There was no exposure of drug to the skin. The drug used is unknown.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible to confirm stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation.